Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of dropped probe has damaged crystal head and is producing images with drop outs was confirmed. The transducer test shows 2 failed elements and the image produced is very dark. The root cause is an internal failure of the transducer due to mishandling. H3 other text : evaluation summary findings in h:11.

Event description:
It was reported the dropped probe has damaged crystal head and is producing images with drop outs.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported the dropped probe has damaged crystal head and is producing images with drop outs.